Event description:
It was reported that the unit shuts off and the screen goes black. It is believed that there may be issues with the bulb.

Manufacturer narrative:
Additional information will be provided once investigation is complete.